Event description:
Customer reported, a battery issue (needs to replace his battery frequently) and additionally that he had experienced a loss of consciousness. Paramedics transported the customer to a local hospital, where he was diagnosed with severe hypoglycemia and treated with fluids, insulin, potassium and antibiotics. It is unk whether the treatment rendered was for his hypoglycemia of his comorbid diagnosis of kidney frequently.

Manufacturer narrative:
This is an initial report. The customer's device has been requested back so an investigation can be conducted. A final report will be submitted when the investigation results are available.